Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported weak and false negative results in the tube test with biotestcell-p3 when using peg and the bovine albumin technique.the customer did not provide a sample of the allegedly defective product biotestcell-p3 for investigational testing nor the specimens that had caused the false negative test results. But she provided test protocols in dutch, which supported the claim of false negative results. Our quality control laboratory tested their retention sample of the supposedly defective lot with known antibodies (anti-d and anti-fya) according to the instruction for use (IFU). All acceptance criteria were met. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.